Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was having problems and could not go to the bathroom. The device was implanted to treat retention and neurogenic. The patient had turned off stimulation on sunday per the hospital. There was no trauma or fall that could be related to this issue. The patient changed programs to program 2 at 2.0 or 2.1v and stimulation was going down his leg and his toe was curling. He was not getting a response out of programs 1, 3 and 4. The issues started to occur on (B)(6) 2016. The patient was supposed to get a call from this healthcare professional (hcp). A hcp later reported that actions and interventions taken to resolve the issues included having the device turned off and starting self-catheterization. The patient was to be seen on (B)(6) 2016 in the office. The cause of the issues was not determined.